Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument was bent where it grabs the clip. When trying to clip, it would get stuck and potentially rip an important structure. Got a new clip applier and issue resolved. The procedure was completed with no reported injury.